Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy procedure, upon closing the vaginal cuff, the device was difficult to toggle. Two needles fell off within 2 throws. New handle was pulled. Surgeon got almost all the way across with that handle but was having difficulty toggling with one hand. Had to squeeze with both hands then toggle. Needle was making a "crunching" sound as it was passed and eventually fell out with 2 throws left. After using 3 reloads, the account did not have any more suture and surgeon had to go vaginally to throw remaining 2 stitches. The procedure was extended by more than 30 minutes. There was no patient injury.